Event description:
It was reported that during a procedure involving one resolute onyx coronary drug eluting stent, the stent dislodged during delivery to the lesion/during lesion passage. The was moderately tortuous, severely calcified with 90% stenosis and located in the left main (lm) coronary artery (cass #5). The device was inspected prior to use and negative preparation was performed with no problems observed. The lesion was pre-dilated. The device did not pass through a previously placed stent. Resistance/discomfort was not experienced when delivering the device. Excessive force was not applied during delivery. The dislodged stent was removed by inflating with a balloon. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Correction: the lesion was moderately tortuous, severely calcified with 90% stenosis and located in the left main (lm) coronary artery (cass #5). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.